Manufacturer narrative:
Implant date: implant year is 2016, exact date unknown.

Event description:
It was reported that restenosis occurred. A lotus valve was implanted in a patient in 2016. In (B)(6) 2020, it was noted that prosthetic valve restenosis occurred.

Event description:
It was reported that restenosis occurred. A lotus valve was implanted in a patient. Four years later it was noted that prosthetic valve restenosis occurred. A valve-in-valve procedure was recommended for the restenosis but not performed.